Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/13/2023 additional information: d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one unopened sample that pertain to product code mb66g. Overall review of the sample returned shows a black unknown foreign matter inside the overwrap packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgery was an orthopedic surgery. Additional details : within an unopened package, something like a piece of hair about 1.5 mm long was visually confirmed. Please describe the type of foreign matter that was observed.=>it seemed to be a hair. Are there any photos of the foreign matter available?no. What is the lot number of the product? Sjbdel. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. Before opening the package, it was confirmed visually that there was something like a foreign substance in an unopened sterile package. It seemed to be a hair. There were no adverse consequences to the patient. No additional information was provided.